Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were bleeding at the location where they accidently pulled out the "wire." It was indicated there was a small amount of bleeding, but it was constant since the afternoon prior to the report. It was noted that the patient was on day five of the basic evaluation.